Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a tego¿ connector was found to have been occluded during patient use. The reporter stated that "it was reported that had high machine pressures during treatment". The event occurred during use. There was no patient harm reported.

Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of high pressure could be confirmed. The probable cause of the high pressure is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.